Event description:
Reporter alleged glucose readings were erratic for a couple of weeks and had been taking extra insulin as a result. It was stated glucose read 332, 127, and 118 mg/dl when all testing was performed within 5 minutes of each other. It was stated no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.